Event description:
During the coronary stenting procedure, the shaft of the 2.75 x 23 cypher select stent delivery system broke at the proximal part. There was no patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.